Event description:
It was reported that the patient had an infection after the implant procedure. The physician prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7076394.

Event description:
It was reported that the patient had an infection after the implant procedure. The physician prescribed antibiotics. Additional information was received that the infection was at the upper incision site. Symptoms of swelling, redness, and drainage near the incision was noted. The physician confirmed that the infection was not device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.